Event description:
It was reported that during a laparoscopic band procedure, the trocar was leaking. The trocar was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as 'whistling' or 'hissing'? Unk. If so, did the 'noise' prevent insufflation? Please describe the noise. Unk. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unk. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Unk. Was a device inserted in the trocar during the leaking? If so, what device? Unk. Was any torque being applied to the trocar or device? Unk.

Manufacturer narrative:
(B)(4). The analysis results of instruments (a, b) found that they were received with universal seal damaged and one clear protector out of position. When the protector is out of position, the seal may be exposed (not properly covered by the protector); this condition could cause seal tears or loss of insufflation. No conclusion could be reached as to what may have caused the found damage. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch records were reviewed and no anomalies were noted during the manufacturing process. The analysis results of the instrument (c) found that it was received non functional. The upper ring and the lower ring were not properly assembled. In addition the clear protectors were noted damaged. No conclusion could be reached as to what may have caused the found damage. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # j9061d; expiration date: 12/2016; manufacturing date: 01/2012.